Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in loading a new cartridge using proper technique, successfully resumed insulin therapy, and resolved the issue.